Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous coronary artery. A 3.50 x 28 synergy¿ stent was advanced with a non bsc guide extension catheter. However, the stent got caught with the entrance part of the guide extension catheter and upon checking the device outside the patient's body, it was noted that a part of the stent was lifted up. The procedure was completed with another 3.5-28mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 3.5x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged some struts were bunched and overlapping. No visible damage to the proximal end struts. The od (outer diameter) of the undamaged proximal portion of the stent was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found a midshaft kink. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous coronary artery. A 3.50 x 28 synergy¿ stent was advanced with a non bsc guide extension catheter. However, the stent got caught with the entrance part of the guide extension catheter and upon checking the device outside the patient's body, it was noted that a part of the stent was lifted up. The procedure was completed with another 3.5-28mm synergy stent. No patient complications were reported.